Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the information was investigated. The reported single leaflet device attachment (slda) appears to be related to patient pathology/morphology. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system (cds-81112u144) referenced is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). (81112u141) it was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first clip delivery system (cds) (81112u144) was advanced to the mitral valve and the clip was placed; however, during deployment, the lock line got stuck and could not be removed. The clip was not implanted and was removed. Cds (B)(4) was advanced to the mitral valve and was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted to stabilize the slda clip, reducing mr to 2-3. No additional treatment is planned for the patient. No additional information was provided.